Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified artery. A 4.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 1 second, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient complications nor injuries were reported and the patient was in good condition after procedure.